Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present on the device is confirmed and was determined to be manufacturing related. One 4fr single-lumen powerpicc catheter with the 3cg stylet was returned for evaluation. A photograph of the device was also returned for evaluation. An initial visual observation revealed no obvious use residue on the sample. A transparent material was noted near the 22cm depth mark. The material was observed to be rigid and hardened. An attempt was made to remove the material from the catheter wall; however, it was found to be strongly adhered to the surface of the catheter. A portion of the depth mark printing was observed on the material, suggesting it was present prior to the printing process. The transparent material showed characteristics associated with residues generated during the resin molding process. A quality alert has been issued to the manufacturing personnel in response to this complaint. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that upon removing the catheter from the packaging, we observed loose pieces of plastic resembling silicone along the catheter. No other information was provided.